Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("tubal pregnancy"), abortion missed ("missed abortion"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a (B)(6)-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included live birth ((B)(6) 2000, (B)(6) 2005). Concurrent conditions included body mass index normal, scoliosis and retroverted uterus. Concomitant products included citalopram since 2011 for depression as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 and tramadol since 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), weight increased ("weight gain"), tooth disorder ("dental problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain lower ("pain: lower stomach") and back pain ("pain: back"). On (B)(6) 2010, 4 years 3 months after insertion of essure (ess205), the patient experienced abortion missed (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (dilatation and curettage), surgery (dilatation and curettage) and surgery. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion missed, device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, weight increased, tooth disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, abdominal pain lower and back pain outcome was unknown. The reporter provided no causality assessment for abortion missed with essure (ess205). The reporter considered abdominal pain lower, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the plaintiff experienced two pregnancy episodes in 2010 and 2011 captured under the cases (B)(6) and (B)(6) respectively. Essure did not caused birth defects. Findings: 3 coils on left and 4 coils on right. Current weight (B)(6) lbs. She had not undergone essure removal or currently planning for essure removal. According to medical records: (B)(6) 2010: (B)(6) y/o aaf who has been followed with quant-hcg due to 1st trimester spotting. Pt initially had inappropriate rise in beta, but has begun to have a decrease in levels. Pt is s/p pp btl in 2005. Most recent hcg = 9269, prior to this, hcg = 9893 on 4/5. Impression: singleton pregnancy. Gestational age is (B)(6) weeks by measurements . Fhr is 74 b/min. Confirm viability of the embryo in 2 weeks by bedside. Psh: pp btl 2005. Pobhx: g2p2, tsvd x 2. Impression & recommendations: problem # 1: missed abortion , g3, now p2a1 with mab. New problems: missed abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records: missed abortion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. This case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Demographic was added. Pregnancy details were added. Her concurrent/historical conditions were added. Essure indication was amended. Essure lot number was added. Essure was ongoing at the time of the report. Her concomitant medications were added. Following events: tubal pregnancy, device breakage, mood swings, abnormal bleeding (vaginal/ menorrhagia), device ineffective, depression, migraines, headaches, weight gain, dental problems, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, pain: lower stomach, pain: back and she did not undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/essure implant lying on the peritoneal reflection along the left aspect of the pelvic sidewall/implant stuck within the peritoneal reflection on the left'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), abortion missed ('missed abortion') and device breakage ('device breakage') in a 31-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included live birth (B)(6) 2000,(B)(6) 2005). Concurrent conditions included body mass index normal, scoliosis and retroverted uterus. Concomitant products included citalopram since 2011 for depression as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 and tramadol since 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), tooth disorder ("dental problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain lower ("pain: lower stomach") and back pain ("pain: back") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced abortion missed (seriousness criterion medically significant), 4 years 3 months after insertion of essure (ess205). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (dilatation and currettage and removal of intraperitoneal foreign body). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion missed, device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, weight increased, tooth disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter provided no causality assessment for abortion missed with essure (ess205). The reporter considered abdominal pain lower, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the plaintiff experienced two pregnancy episodes in 2010 and 2011 captured under the cases (B)(4) respectively. Essure did not caused birth defects. Findings: 3 coils on left and 4 coils on right current weight 138 lbs. She had not undergone esure removal or currently planning for essure removal. According to medical records: (B)(6) 2010: 31 y/o aaf who has been followed with quant-hcg due to 1st trimester spotting. Pt initially had inappropriate rise in beta, but has begun to have a decrease in levels. Pt is s/p pp btl in 2005. Most recent hcg = 9269, prior to this, hcg = 9893 on 4/5. Impression: singleton pregnancy. Gestational age is 6 weeks by measurements . Fhr is 74 b/min. Confirm viability of the embryo in 2 weeks by bedside psh: pp btl 2005 pobhx: g2p2, tsvd x 2 impression & recommendations: problem # 1: missed abortion , g3, now p2a1 with mab. New problems: missed abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records: missed abortion, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: mr received. Reporter information, removal details added. Event: uterine perforation added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/essure implant lying on the peritoneal reflection along the left aspect of the pelvic sidewall/implant stuck within the peritoneal reflection on the left'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), abortion missed ('missed abortion') and device breakage ('device breakage') in a 31-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included live birth (25oct2000,15oct2005). Concurrent conditions included body mass index normal, scoliosis and retroverted uterus. Concomitant products included citalopram since 2011 for depression as well as medroxyprogesterone acetate (depo-provera) since april 2010 and tramadol since 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), tooth disorder ("dental problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain lower ("pain: lower stomach") and back pain ("pain: back") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced abortion missed (seriousness criterion medically significant), 4 years 3 months after insertion of essure (ess205). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (dilatation and currettage and removal of intraperitoneal foreign body). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion missed, device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, weight increased, tooth disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter provided no causality assessment for abortion missed with essure (ess205). The reporter considered abdominal pain lower, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the plaintiff experienced two pregnancy episodes in 2010 and 2011 captured under the cases (B)(4) and (B)(4) respectively. Essure did not caused birth defects. Findings: 3 coils on left and 4 coils on right. Current weight 138 lbs. She had not undergone esure removal or currently planning for essure removal. According to medical records: (B)(6) 2010: 31 y/o aaf who has been followed with quant-hcg due to 1st trimester spotting. Pt initially had inappropriate rise in beta, but has begun to have a decrease in levels. Pt is s/p pp btl in 2005. Most recent hcg = 9269, prior to this, hcg = 9893 on 4/5. Impression: singleton pregnancy. Gestational age is 6 weeks by measurements . Fhr is 74 b/min. Confirm viability of the embryo in 2 weeks by bedside. Psh: pp btl 2005. Pobhx: g2p2, tsvd x 2. Impression & recommendations: problem # 1: missed abortion , g3, now p2a1 with mab. New problems: missed abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records: missed abortion, uterine perforation. Lot number: 508015 manufacturing date: 2005-04 expiration date: 2007-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("tubal pregnancy"), abortion missed ("missed abortion"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding") in a 31-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 508015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included live birth ((B)(6) 2000,(B)(6) 2005). Concurrent conditions included body mass index normal, scoliosis and retroverted uterus. Concomitant products included citalopram since 2011 for depression as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 and tramadol since 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), weight increased ("weight gain"), tooth disorder ("dental problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), abdominal pain lower ("pain: lower stomach") and back pain ("pain: back"). On (B)(6) 2010, 4 years 3 months after insertion of essure (ess205), the patient experienced abortion missed (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (dilatation and currettage), surgery (dilatation and currettage) and surgery. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion missed, device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, migraine, headache, weight increased, tooth disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, abdominal pain lower and back pain outcome was unknown. The reporter provided no causality assessment for abortion missed with essure (ess205). The reporter considered abdominal pain lower, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the plaintiff experienced two pregnancy episodes in 2010 and 2011 captured under the cases (B)(4) and (B)(4) respectively. Essure did not caused birth defects. Findings: 3 coils on left and 4 coils on right current weight 138 lbs. She had not undergone esure removal or currently planning for essure removal. According to medical records: (B)(6) 2010: 31 y/o aaf who has been followed with quant-hcg due to 1st trimester spotting. Pt initially had inappropriate rise in beta, but has begun to have a decrease in levels. Pt is s/p pp btl in 2005. Most recent hcg = 9269, prior to this, hcg = 9893 on 4/5. Impression: singleton pregnancy. Gestational age is 6 weeks by measurements . Fhr is 74 b/min. Confirm viability of the embryo in 2 weeks by bedside psh: pp btl 2005. Pobhx: g2p2, tsvd x 2. Impression & recommendations: problem # 1: missed abortion , g3, now p2a1 with mab. New problems: missed abortion . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records: missed abortion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.